Event description:
It was reported that malfunction alarms occurred. Customer reported blood glucose level was 183 mg/dl to "high" on the continuous glucose monitor. Elevated bg was address by correction bolus. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.